Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in an excellent condition. Event log history was performed and indicated that primary audible alarm background test was found recorded in history. During analysis, the reported problem was unable to be duplicated. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Service also replaced speaker as preventive measure and performed self-test/occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure and had power issue. No adverse effects were reported.